Manufacturer narrative:
(B)(4). Date sent 10/13/2025. D4 batch #230d40. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device was received with no apparent damage with anvil missing. The breakaway washer was not present and there were staples present in the device. No battery was received. In an attempt to perform the functional test, the test battery could not be inserted. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. Although no conclusion could be reach on the cause of the reported event, it should be noted that the battery should be insert by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 230d40, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 3/19/2025 d4 batch # unk . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an anterior resection the device was opened as normal but when the battery was inserted the light did not come on. However the team used the device as normal and it did not fire. Clearly there was no power in the device. As he had inserted the trocar through the rectum/large bowel and joined it to the anvil, there was a hole in the rectum/bowel the surgeon could not find therefore he had to re-do rectal resection. A new device was opened and the battery from the 1st device was put in it. The light came on and the cdh fired as normal. There were no ill effects to the patient but the procedure was prolonged by 20 mins the surgeon had to do another rectal resection.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2025. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent 10/1/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.